Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms, damaged monitor case) was confirmed. Upon investigation, the monitor failed to deliver a pulse during detect and treat testing. The cause for the failed detect and treat testing was isolated to the fact that the monitor's electrode belt receptacle was pulled from the monitor enclosure causing the white pulse wire in the belt receptacle to be broken and causing the reported alarms. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms and that their monitor had a damaged case.